Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the event was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via the company representative (rep) regarding a patient receiving no intrathecal medication via an implantable pump. The patient reported she was being managing by another location outside of our territory and was actively getting pump turned down to prepare for pump being taken out. Stated that the last doctor tried multiple medications, but her pain was not relieved. Was discharged from seeing that physician and needed to see a new one but had not had her pump addressed by anyone in the company rep's territory by the time of meeting with the patient on 03/24/2025. For this appointment, the patient stated that she would like the alarm turned off. Alarms were silenced- pump was no longer in use. The log was checked and on 3/14/2025 at 10:49pm, the critical alarm- empty reservoir alarm (06) occurred. Alarms were silenced and adjusted. The issue had not yet resolved at the time of this report.